Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As rec'd, the battery was unable to power a monitor. Upon eval, the battery was able to charge until it experienced a fault. The cause of the inability to power on is the inability to charge properly. The cause of the inability to charge properly is defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us dist returned a battery pack indicating that it was experiencing faults.